Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called to confirm they had a short study which tech support was able to do over the phone. Customer is not requesting a capsule replacement but study was sent in for review. A repeat procedure was necessary due to the alleged device malfunction. There was no harm to the patient or user due to the alleged device malfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a patient's esophageal procedure was over, the account reviewed the resulting study. Some of the study was missing as it seemed as though the study had ended early. A repeat procedure was necessary due to the alleged device malfunction. There was no harm to the patient or user due to the alleged device malfunction. No known adverse events were reported.